Event description:
The patient was receiving a bed bath in a kinair medsurg bed, and was rolled onto his left side with his body weight against the left upper side rail. The railing had been previously raised and clicked into place by the care giver. The railing failed and released. The patient fell onto the floor striking his head and sustaining a closed head injury. There were no neurological deficits. The patient was monitored. No surgical intervention was required.